Event description:
User received discrepant results for bilirubin for two pts. One example provided. On newborn pt, initial result 1.97 mg/dl, repeat 0.05 mg/dl. Repeat on other analyzer, 14.0 mg/dl. It is not clear if erroneous result was reported. It was noted that medical and phototherapy treatment must be clarified. User stated they agreed the erroneous results may be related to preanalytics and not due to instrument malfunction. If additional info is provided, appropriate notification will be provided.